Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The analysis results found that the device was returned in good condition; upon inspection, visual characteristics are acceptable but functional testing was not conducted because device did not work as intended. The latch was found detached from sled, which is why the internal cannula components were not sliding properly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and absorbable straps were used. The first three straps came out and the device worked like it should. The device then became stuck and the straps would not come out. The nurse tried to release the handle. The straps then came out, but with no force. The straps just fell down and did not adhere to the tissue. There were no adverse patient consequences reported.